Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: an invalid lot # of 21 13-t was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one bd neutraclear needle-free connector experienced leakage. The following information was provided by the initial reporter: an oncology department reported that the internal mechanism (orange part) is closing back too slowly or not at all totally after the disconnection of IV lines, texium or syringe. Blood and medication exposure were observed, fluid leaking through the neutraclear.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-mar-2022. Investigation summary: one el200 sample from lot 21i13-t was received without packaging for investigation. A visual inspection confirmed the customer's experience as the piston was received in the recessed position. The connecting product was not returned to assist the investigation. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. Their analysis confirmed that the observed recessed piston is likely to have occurred due to the connection with an incompatible male luer, which resulted in damage to the internal needle of the component upon connection. A review of the production records for lot 21i13-t did not identify any in-process testing issues or quality deviations which may have resulted in a report of this nature. The directions for use (dfu) for the neutraclear valve states "neutraclear® is compatible with all male luer simple or lock certified iso 594 which internal diameter is larger than 1.5mm"; use of a male luer with an internal diameter smaller than that specified may result in damage to the internal needle of the neutraclear; difficulty in connecting to the neutraclear valve; flow restriction; or damage to the male luer of the connecting product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the neutraclear valve in the past 12 months. H3 other text : see h10.

Event description:
It was reported that at least one bd neutraclear needle-free connector experienced leakage. The following information was provided by the initial reporter: an oncology department reported that the internal mechanism (orange part) is closing back too slowly or not at all totally after the disconection of IV lines, texium or syringe. Blood and medication exposure were observed, fluid leaking through the neutraclear.